Manufacturer narrative:
Title: common carotid artery access for transcatheter aortic valve implantation citation: kardiologia polska 2015 volume 73(7):478-84 (doi 10.5603/kp.2015.0122) authors: zenon huczek, radoslaw wilimski, janusz kochman, piotr szczudlik, piotr scislo, bartosz rymuza, agnieszka kaplon-cieslicka, anna kolasa, michal marchel, krzysztof j. Filipiak, romuald cichon, grzegorz opolski. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a (B)(6) female patient with a past medical history of a coronary artery bypass graft, abdominal and thoracic aortic aneurysm, hypertension, chronic kidney disease, hypothyroidism, right-sided mastectomy, gastrointestinal bleeding and colorectal cancer, underwent a procedure to implant a 21 mm bioprosthetic surgical aortic valve (serial number not provided). Four years after the implant, the patient presented with dyspnea and chest pain. An echocardiogram indicated severe aortic stenosis and increased gradient measurements (peak 73 mmhg). Subsequently, a 23 mm transcatheter bioprosthetic aortic valve was implanted via the left carotid artery. A post implant echocardiogram indicated an improvement in the stenosis to moderate, due to the limited inner diameter of the surgical valve. During the procedure, low blood flow via the left middle cerebral artery was noted, however cerebral oximetry indicated no signs of hypo-perfusion. Additionally, examination per magnetic resonance imaging (MRI) indicated no pathologic changes. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.